Event description:
The customer reported that his olympus evis lucera gastrointestinal videoscope had foreign material coming out from the forceps channel. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed ¿ foreign material was discovered on the tip and inside the nozzle of the subject device. Additionally, a leakage was noted at the forceps channel. The angle knob was out of specification due to the elongation of the angle wire. The illumination lens was also found leaking. Scratches were present on the distal end adhesive, the object lens, the operation part, the switch box, the scope connector, and the universal cord. Part of the distal end adhesive was missing. The paint was peeling off the suction cylinder, and wrinkling was found in the universal cord as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted as a correction for what was reported by the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
The initial report inadvertently noted the customer experiencing the foreign material failure. The customer actually returned his device due to an adhesive failure. The previously reported 'foreign material' failure was not confirmed until the subject device was returned and evaluated by olympus personnel. The foreign material failure remains to the reportable malfunction for this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1. The information included in e1 was inadvertently left out of the prior medwatch reports. Please see updates to e1, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a water leak was recognized at the biopsy channel. However, a final root cause of the foreign material at the distal end of the device, biopsy channel, and nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.